Event description:
The recipient is reportedly experiencing device migration. The recipient is presenting with discomfort. Repositioning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery on april 22, 2021. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.